Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that a broken pin had become lodged in their device's therapy connector assembly, which would prevent defibrillation from being delivered, if necessary. This issue was observed during routine testing of the device. There was no patient use associated with the reported event.